Manufacturer narrative:
One ultra fast-fix ab repair system, curved device 72201494 received. The blue split cannula is intact. The white depth/penetration limiter has been trimmed to the surgeon¿s preference. Both t1,t2 and suture are in place; attached to the delivery needle. Visual inspection shows that the device has been manually advanced and is locked in the fully advanced position. A functional test revealed t1 in the needle track ready for insertion with t2 behind it in the track ready for advancement. Both appear to be clean and unused. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously from the device. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.